Event description:
Pt was revised due to increasing hip pain. It was reported that the cup was placed vertically.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.